Event description:
The device was returned for repair. There was unknown patient involvement. Analysis of device found downstream occlusion (dso) sensor is not responding properly

Manufacturer narrative:
H3: one device was returned for repair. Service history review identified that the device has not been serviced in the past 12 months. The device was in good physical condition with no damage found on the pump. The primary problem was confirmed as it was found the downstream occlusion (dso) sensor was not responding properly. The dso sensor will be replaced and recalibrated.